Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose levels (63-400 mg/dl). Customer was unsure of the cause for fluctuating bg levels. Customer addressed low bg levels with donuts, and delivered manual injections to address elevated bg levels. Customer stated they are in contact with their health care professional about the reported issue.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, an additional issue was found. Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed between (B)(6) 2017 and (B)(6) 2017. User does not utilize cgm option of the t:slim g4 pump. There were only four bolus requests made over the twenty day period. Basal rate is 2.1 u/hr throughout the entire day. There were no obvious requests or deliveries that would cause bg levels to drop. User may need to consult hcp regarding basal rate settings. There is no evidence that the insulin pump experienced a malfunction or failure related to the reported issue.